Event description:
Customer's parent called stating that the pump no longer beeps. Also stated that the pt's bgs have been higher than normal lately due to pt not being able to hear the alarm. Customer's parent ran a selftest and the tone was silent but the pump passed the remainder of the tests.